Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that her second battery was replaced due to weight loss. The patient reported that she was (B)(6) and got down to (B)(6) in 2009. The patient reported that after the weight loss, the second battery ¿started spilling out and hurting her¿ and ¿jetting out¿ causing her pain, so it was replaced with the battery she currently had. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the replacement of the battery resolved the issue of it spilling out and causing pain.